Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the emergency room in backup vvi. The patient's presenting rhythm was no pacing support observed during backup vvi. When the patient was resting the heart rate was paced by the implantable cardioverter defibrillator (ICD) but when moving, no pacing was observed. A pulse generator download was unsuccessful.